Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Foreign country registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2006; enrollment closed in 2007. N = 404; patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312. See scanned pages.

Event description:
Information from intl. Clinical trial database. Intracranial hypertension, cerebral edema, cerebral herniation. Death. Coils used: model numbers and product names: x-8-16-t10-tc nexus tetris 3-d csr. X-6-12-t10-tc nexus tetris 3-d csr. X-4-10-t10-md nexus multi diameter csr. X-2-6-t10-hss nexus helix supersoft csr. X-2-4-t10-hss nexus helix supersoft csr. X-2-4-t10-hss nexus helix supersoft csr. X-2-3-t10-hss nexus helix supersoft csr. X-2-3-t10-hss nexus helix supersoft csr.